Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the 8mm fenestrated bipolar forceps instrument was not cauterizing as expected. The cords were changed ,and it was still not cauterizing. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) followed up with the initial reporter and obtained the following additional information: there was no arcing nor injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the idler pulleys. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.